Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a moderately tortuous and severely calcified mid cx lesion exhibiting 99% stenosis. No damage noted to device packaging and no issues were noted when removing the device from the hoop/tray. No difficulties were noted when removing the protective sheath from the device; the stent was inspected post removal of the sheath with no issues noted. Negative prep was performed with no issues noted. It was reported that the lesion was pre-dilated using a sc euphora and a non-mdt scoring balloon. The physician then tried going down with two stents which were both unable to cross. The resolute integrity stent was advanced but resistance was encountered when advancing the device. No excessive force used. The stent did not pass through a previously deployed stent. The inflation device was on neutral pressure during delivery of the device. The stent failed to cross the target lesion and upon removal, got hung on calcium and came off the balloon. The physician crushed the stent to the vessel wall. After review the physician thought that it may have caught on a stent that was hanging out from the vessel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.